Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify the backlight display anomaly due to the blank display. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 374 mg/dl. The customer reported that the device was exposed to pool water. The customer stated that he was pushed in the pool by a friend. Customer stated that the pump display when blank immediately after exposure to moisture. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.